Event description:
Customer reports an irritation of preexisting asthma with md intervention requiring adjusted medications by md.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Soclean disputes the statements made by philips related to ozone and the philips recall. We will maintain a record of your injury. Please consult with your physician or a medical professional if your injury continues.